Event description:
It was reported that the user experienced severe hyperglycemia while using the ilet with subcutaneous insulin and noted a blood glucose of 506 mg/dl despite multiple infusion set and vial changes, an observed air bubble in the cartridge during a supply change, no occlusion alerts, a non-bent cannula with an inset set, and recent initiation of an herbal ¿tincture¿ (ocimum sanctum); the user ate eggs and a small amount of ice cream, announced the meal, saw a transient decrease, then a rapid increase, and stated intent to take multiple daily injections while remaining connected to the pump against guidance. Symptoms included high blood glucose. Outcomes included no reported hospitalization and continued troubleshooting and education. Investigation included case assessment, user troubleshooting review, and clinical triage for hyperglycemia. Investigation of this case revealed a cause could not be determined as no device malfunction was confirmed, and potential contributors included infusion delivery issues such as air in the cartridge and infusion site reliability, as well as possible pharmacologic or dietary factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.